Event description:
User reported false positive result 9 days after positive result on alternative test at which time covid -19 symptoms had resolved. No information relating to follow-up testing was provided.

Manufacturer narrative:
Report required by FDA for eua. (B)(4). Investigation not complete at time of initial report. Follow-up to be submitted upon completion of investigation. FDA user report ref: mw5106445.

Event description:
User reported false positive result 9 days after positive result on alternative test at which time covid -19 symptoms had resolved. No information relating to follow-up testing was provided.